Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead. The patient underwent a lead revision and multiple lead repositioning attempts were unsuccessful with device sensing problems and intermittent capture. The helix eventually failed to extend. The rv lead was extracted and replaced. The patient's condition was good before, during, and after the lead replacement.

Manufacturer narrative:
The reported event of loss of capture and device sensing problem was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specifications. The cause of the reported event of the helix mechanism was isolated to an over-torqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures but failed the electrical test due to the over-torqued inner coil. No other anomalies were noted.